Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. Functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that dialysis catheter leaked post procedure from the hub. The catheter was inserted 6 months ago. The catheter was removed and a new one implanted. No injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.